Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump flow rate accuracy test had an error of 21% -. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow accuracy testing. A review of the event history log was performed. The customer did not provide an event occurrence date, however on the last day of customer use, the last infusion is programmed at a rate of 50 ml/hour and volume to be infuse (vtbi) of 1000 ml. The user starts the infusion and the pump stops due to an 'downstream occlusion!' Alarm in the same timestamp, but resumes within the same timestamp. The infusion continues until the user stops the pump four hours later, with remaining vtbi 802 ml. The pump was powered off. The customer reported that the pump was run using the instructions in the service manual, however there were no infusions recorded matching the reported parameters. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.